Event description:
It is reported that the patient was revised due to fracture of the liner. It is also reported that prior to the surgery, the patient experienced falling and dislocation several times.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was reported that the patient had experienced falling and dislocation several times prior to the revision. Based on this history, it is possible that the components were not in a good orientation. However, this cannot be stated with certainty. The reported fracture of part of the rim may have been due to impingement with another component. The other components implanted are unknown. A definitive root cause for the reported revision and fractured rim cannot be determined with the information provided. Evaluation: the manufacturing records were reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.